Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 56 pulses and was subsequently deactivated after the completion of second priming. The pod ran enough pulses for the needle to deploy. Inspection of the needle mechanism assembly found that the mechanism spring was missing. The needle mechanism was manually deployed and reset using the lock n load fixture. The needle mechanism did not deploy. The observed missing mechanism spring can be confirmed as the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omni pod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.8. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula did not insert into the skin. This indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.